Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "I just read about the textured silicone being recalled", "larger breast", "burning" ,"pain" and "chronic fatigue, muscle aches, brain fog, autoimmune disease" not device related. Later patient reported "possible rupture" and "exchange of textured device due to patient's concern with product". Later, healthcare professional reported "possible silicone rupture" and "implant exchange from textured to smooth due to the patients concerns with the product". Later, patient confirmed "rupture". Later, healthcare professional reported "double capsule", "free silicone" and "the silicone that was spilled was noted to be whitish in color and perhaps a mix of silicone and seroma". Later, healthcare professional reported "hole-non specific". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "I just read about the textured silicone being recalled", "larger breast", "burning" ,"pain" and "chronic fatigue, muscle aches, brain fog, autoimmune disease" not device related. Later patient reported "possible rupture" and "exchange of textured device due to patient's concern with product". Later, healthcare professional reported "possible silicone rupture" and "implant exchange from textured to smooth due to the patients concerns with the product". Later, patient confirmed "rupture". Later, healthcare professional reported "double capsule", "free silicone" and "the silicone that was spilled was noted to be whitish in color and perhaps a mix of silicone and seroma". Later, healthcare professional reported "hole-non specific". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I just read about the textured silicone being recalled", "larger breast", "burning" ,"pain" and "chronic fatigue, muscle aches, brain fog, autoimmune disease" not device related. Later patient reported "possible rupture" and "exchange of textured device due to patient's concern with product". Later, healthcare professional reported "possible silicone rupture" and "implant exchange from textured to smooth due to the patients concerns with the product". Later, patient confirmed "rupture". This record is for the right side. Device remains implanted.